Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
The customer reported an unresponsive touchscreen. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be disclosed. There was no medical intervention required as a result of this event. The manufacturer¿s international service technician provided remote support to the customer. The customer reported that the problem was resolved after cleaning the touchscreen. No parts were replaced.